Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient's parent reported pediatric patient experienced inaccurate cgm values four days after the sensor was inserted in the arm. On (B)(6) 2023 the cgm reading was 4.8 mmol/l and the bg was 3.5 mmol/l, the patient was feeling dizzy and given something to eat to alleviate the symptoms and felt better. On (B)(6) 2023 during the night, the patient experienced seizures, shaking in the bed and loss of consciousness for 2 minutes. At an unspecified time of the event the cgm was reading 4.8 mmol/l and the blood glucose reading was 3.1 mmol/l. The parents treated the patient with nasal glucagon spray and called an ambulance. When the paramedics arrived, the patient was conscious but still weak. In the ambulance the patient was treated with unspecified IV medication and grape sugar. In the ambulance the cgm reading was 3.1 mmol/l and the blood glucose reading was 6.1 mmol/l. The patient was taken to the hospital and admitted for 2 days before being discharged. At the time of the report the patient was in good condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.